Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that motor device hose was torn. During service and evaluation, it was observed that the device had a damaged component - locking components, locking parts, damaged and badly worn, missing parts (hose). It was also noted that the device failed pre-test for outer hose inspection, safety, temperature and rotations per minute. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: subsequent investigation was performed, including the service history review and/or the device history review, which indicated that the device had not been previously serviced within the recommended service interval timeframe. Therefore, the assignable root cause was corrected from premature wear to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.